Event description:
The pt was being cared for in her home by her husband (rptr). Rptr stated the feeding port cap was leaking and the skin disk would not stay in place. Pt was bleeding from the stoma tract, and yellow drainage was observed coming from the stoma tract. Otc and prescription topical antibiotics were administered. Although the rptr is not a medical professional, he stated "there is some indication the pt may be allergic to the tube material." The tube was changed. One pt involved.